Event description:
It was reported that the customer noticed the defect before use on the patient upon unpacking the device; the catheter was broken. There were no patient complications reported.

Manufacturer narrative:
One graft thrombectomy catheter was received inside a broken shipping tube. The evaluation included a visual examine, noting any abnormalities such as damaged, incorrect or missing components. The tip coils were visually inspected for indication of damage or abnormality and there was no damage found. The catheter was received in a broken shipping tube. The tube was broken at the bond site, between the clear adaptor and the white tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was pulled out of the tube, it was found to be kinked 9cm distal of the clear adaptor break site and also at the break site. Although the reported customer comment "noticed that the catheter (shipping tube) was broken" was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Please note that this complaint was received from a distributor and not a final customer. A device history record review was completed and documented that the device met all specification upon distribution.